Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging difficulties and pain reported in the pocket site. The location of the device is unknown. Postoperatively, the patient was reported to be doing well. No additional information is available at this time.